Event description:
It was reported that during a low anterior resection procedure, the device failed the fire; the manual retaining pin failed to seat properly. Tried several times to remove and reseat cartridge and was unsuccessful. Changed to apr to complete the case.